Event description:
It was reported that this pacemaker exhibited farfield oversensing, complicating rhythm interpretation. However, it was noted that most of the signals were appropriately falling into the device-programmed blanking zone. Currently, this product remains in service and no adverse patient effects were reported.